Event description:
It was reported that a prismaflex m100, had external fluid leak due to a damaged drain bag stopcock. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Initial reporter first name na. Initial reporter last name: na. Initial reporter address: (B)(6). Initial reporter city: na. Initial reporter state: na. Initial reporter facility name: na. The actual sample was not available for investigation. However, photos of the impacted unit were provided. The visual inspection of the provided photos confirmed the reported issue, the stopcock of the drain bag was disconnected from the bag. The reported condition was verified. The cause is supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.